Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 38183414 and lot number 2293350. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither picture samples nor physical samples were available for return, a thorough sample analysis could not be performed. Based on the investigation results, an exact cause could not be determined for this reported incident.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter would not retract. The following information was provided by the initial reporter, translated from portuguese to english: device safety mechanism didn't work.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter would not retract. The following information was provided by the initial reporter, translated from portuguese to english: device safety mechanism didn't work.